Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a meniscal root repair surgery the scorpion needle snapped off inside the scorpion and is stuck. The reported event was confirmed as a functional test with a needle revealed that the cannulation is blocked, it is not possible to insert the needle completely. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that during a meniscal root repair surgery the scorpion needle snapped off inside the scorpion and is stuck. There was no harm for patient, operator or third party. The surgery was finished successfully with a meniscal resection. It was not necessary to do a second surgery. ***update swit 22-nov-2022: nothing broke inside the patient, the needle broke outside of the joint in the instrument.